Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) the device was returned and analyzed and no anomalies were found. (B)(4) the lead was returned, ananlyzed, and a lead insulation breach and outer insulation depression was noted. Continuation: product ID d274trk implanted: 2010-(B)(6); 6949-65 implanted: 2007-(B)(6). (B)(4).

Event description:
It was reported that the patient received inappropriate therapy due to noise oversensing on the right ventricular (rv) lead. A lead fracture was suspected. The lead was explanted and replaced. It was also reported that the device triggered the elective replacement indicator (eri) and premature battery depletion was suspected. The device was explanted and replaced. During the replacement procedure, the atrial lead was damaged. The lead was explanted and replaced. No further patient complications have been reported asa result of this event.